Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument attached to arm 3 gave a quick error that the self-test failed. After inserting the instrument, the instrument seemed to initialize. Upon firing the seal, a sealing sound occurred, but a timeout message also occurred. The cutting function would not work. There was an odd sound when the cut pedal was pressed (did not sound like a cut sound), and no cut occurred. The team tried unplugging the instrument cable, but that did not solve the issue. A bipolar forceps instrument was used instead. The instrument was plugged into the e-100 port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for part number: 480422-01 batch/lot number: k11220822-0039 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). This is a single use instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.